Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord was damaged and requested parts ID for a replacement. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID and pricing for a power cord. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 15jul2025, it was confirmed that the power cord was replaced to resolve the reported problem. The defective part will not be returned. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.